Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was not correctly assembled; functioning in the other direction. The ratchet was reassembled correctly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a use issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: sweden.

Event description:
It was reported that during surgery, it was difficult for the device to drive the dermacarrier forward. One of the screws does not have any surface left to be adjusted. There was no patient impact or harm noted. There was no delay noted. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.